Manufacturer narrative:
(B)(4). It was reported that the pump would not be returned for evaluation. The report of thrombus in the pump could not be confirmed and a root cause for the reported event could not conclusively be determined through this evaluation. A correlation between the device and the patient's expiration could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient expired due to acidosis, multi system organ failure, and aortic insufficiency. On (B)(6) 2015, the patient decompensated very quickly over the course of the day. The patient's spouse reported that the patient had altered mental status changes over the weekend. On (B)(6) 2015, the patient was reportedly awake, however, on (B)(6) 2015, the patient was experiencing runs of ventricular tachycardia, became unresponsive, and was intubated. Over the course of a few hours the patient was put on vasopressors and became acidotic. A transesophageal echocardiography performed on 10/08/2015 showed no aortic insufficiency (ai). On (B)(6) 2015, an echocardiography was performed and revealed moderate to severe ai. It was suspected that there was either an issue with the pump or the patient's ai was so severe that the patient was not getting perfusion to her end organs and extremities. The patient was reportedly not a candidate for a pump exchange and the family elected to withdraw support. A partial autopsy was performed to remove the pump. It was noted during explant that the pump was full of thrombus.